Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had an alert for high out of range shock impedances greater than 125 ohms. A revision was planned to change out the device, and they were considering an subcutaneous implantable cardioverter defibrillator (s-ICD) due to the high shock impedances. The system remains in-service. No adverse patient effects were reported.